Event description:
Legal counsel for the patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, the patient was revised on (B)(6) 2011. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to pain, instability, and limitation of function. Operative notes state the acetabular component was loose and that synovial fluid and stained tissue were present. The operative notes confirm that the acetabular component, modular head and taper adapter were removed and replaced with competitor product. The report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008 subsequently, patient alleges a revision procedure was performed (B)(6) 2013 due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration or the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01257-1/001259-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01257 / 001259). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.